Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unable to perform the displacement test and self test due to partial display and missing segments. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with missing segments/partial display due to cracked lcd. Pump was cut open to perform visual inspection and found¿ moisture damage¿on the electronic assembly, motor and force sensor.¿the following were noted during visual inspection: cracked glass, glass is bleeding, scratched case, and pillowing keypad overlay. Missing segments/partial display was observed during analysis. Missing segments/partial display confirmed. Moisture damage found on electronic assembly, motor, and force sensor. Cosmetic damage was confirmed at glass. Unable to verify if the cosmetic damage was out of box damage. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump had a crack in case. Troubleshooting was performed and found the crack on the display. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump was returned for analysis.